Manufacturer narrative:
The reported unit was not made available to the MFR for eval. Attempts were made to obtain the return of the device. No pt involvement was reported. Should the product be returned or new info is made available, a follow up report will be provided.

Event description:
It was reported by the customer that the unit is lying stored with all power connections off/ disconnected. An alarm goes off (low level in volume - continuous beep) and keeps going. This has happened twice in about a month. To stop/delete the alarm we have to connect the power supply to the unit, put the power on and then switch it off to have the alarm go off. No pt involvement was reported.